Event description:
It was reported that the patient presented in-clinic for a follow up. It was noted that the pacemaker was unable to interrogate using radio frequency (rf) telemetry and inductive telemetry. The pacemaker was explanted and replaced. No patient consequences reported.